Manufacturer narrative:
Concomitant medical products: evproplus-34us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a twelve second pause one day post operatively. Dislodgement, loss of capture, high thresholds and high impedance were noted on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.